Manufacturer narrative:
The system was serviced and passed all tests and was performing as intended. Troubleshooting was done outside of the system service. The software reinstalled and the issue could not be replicated after the software was installed suggesting this was likely a software issue. Software logs have been received but analysis has not been done at this time. Other relevant device(s) are: software: synergy spine s7; i7 (B)(4), 9733686, software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that after verifying the instruments and taking an imaging spin, the site was unable to see the cad model of the instruments being used when navigating. The scan would move when moving the instruments in view of the camera, but the cad models could not be seen. Trajectory 1 and 2 did not display the instruments and the cross-hairs did not affect the behavior either. It was unclear if the site had the cross-hairs on or off or which views were being used. There was no impact on patient outcome. It was reported that there was a procedure delay of less than one hour. The procedure was completed by bringing in a new navigation system.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. They reviewed the logs but provided no additional insight regarding the cause of the reported complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.